Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4). The product was discarded by the user. Method: no testing methods performed (B)(4).

Event description:
It was reported, ¿the surgeon stimulate the vagus nerve before putting the aps on, he has a good answer. After putting the aps on he has a lower response. After the surgery the patient has a different voice.¿ the physician indicated that perhaps the aps electrode chosen was too small for the patient¿s anatomy. The patient has had voice therapy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.